Event description:
During a meniscus repair procedure with the fast-fix 360 reversed curve ndl deliv simultaneous deployment during use. When the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. Both implants and the suture were removed from the body and will be returned. The procedure was completed with a back-up device.

Manufacturer narrative:
Investigation of the returned device was returned for evaluation and results were that the ts and suture were returned free from the insertion device. Actuator is in its t2 post-deployment position. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Smith & nephew will continue to monitor any future occurences of this failure type. No further action is deemed necessary as a result. (B)(4).